Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Upon pacemaker interrogation, it was noticed that most of the parameters were unexpectedly set at their nominal values, whereas other values had been previously programmed by the physician. Additionally, some inconsistencies were observed in diagnosis data (pacing statistics). An explanation is requested.